Event description:
It was reported the patient failed to charge the ipg as recommended. As result, the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.